Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2011-03809. The reported complaint was confirmed. The srt physically inspected the hoses. In addition there was black debris throughout the unit, which had come from the hoses as they deteriorated. The customer product was repaired and returned to the customer. A MDR remediation activity related to manufactured devices with a FDA product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016.¿

Event description:
The service repair technician (srt) reported that during routine testing of the cooler heater device at the service center, the hoses are deteriorating. There was no patient involvement.